Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014 and further reported that she was experiencing lows in the lower 20s and was unsure if the alert went off; at which time, the patient's endocrinologist was called and recommended that the patient undergo an evaluation at the hospital. The patient reported that she went to the hospital for evaluation (B)(6) 2014. At the time of the call to dexcom technical support, patient reported being in fine condition.